Manufacturer narrative:
One cadd-legacy® plus pump was returned for analysis without batteries, in good condition and that the keypads / labels were intact. Visual inspection verified that the battery contacts in the battery compartment were found to be corroded. The customer's reported problem of battery fluid spillage was able to be duplicated and an event log was downloaded / reviewed. However, it was not possible to run the pump for evaluation due to the corrosion of the battery compartment. Based on the evidence, root cause is unable to be determined as the pump was returned without the batteries but is consistent with batteries being left in the pump for an extended period of time. The DHR review is not applicable or relevant because this device is not an out of box failure and/or the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Based on these investigation results, no corrective actions will be taken at this time.

Manufacturer narrative:
Report source: country of origin: (B)(6).

Event description:
It was reported that a registered nurse had a cadd®-legacy duodopa pump returned because the battery fluids had spilled. No injury to patient or clinician was reported.